Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported that an unknown driver spun inside the implant. Another implant was used to complete the procedure. Tooth location 26.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Not product (driver) was returned for evaluation. Not lot number was provided; therefore, the device history record review and the complaint history review could not be performed. Appropriate documentation was reviewed, however. In addition, the implant involved in this event was evaluated as follow: functional testing was performed for the returned implant and found that the implant successfully merged with the smaller impdts driver, but did not merge and spun as reported with larger drivers. This suggests that a user error in using the wrong size of driver, resulting in the reported issue. Malfunction has not occurred and most likely root cause is determined to be selection of incorrect size of driver. As a result, the reported event is unconfirmed through functional testing. It was determined that likely root cause was selection of drivers of incorrect size for the implant. The following sections have been updated: date of this report. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Entered evaluation codes.